Event description:
A review of service data detected a reportable problem. The response buttons on monitor sn (B)(4) were intermittent. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the rear response button was defective, which prevented full monitor boot-up. The root cause for the defective rear response button could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.